Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing noise while the patient was performing physical exercises. During the ambulatory follow-up visit, noise was reproduced with the patient moving his arm and noise appears to be related to myopotential. All vectors were tested, and noise was reproducible in all of them. The smart charge feature was extended to maximum duration in order to avoid inappropriate shock. The patient will be monitored closely, and no additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing noise while the patient was performing physical exercises. During the ambulatory follow-up visit, noise was reproduced with the patient moving his arm and noise appears to be related to myopotential. All vectors were tested, and noise was reproducible in all of them. The smart charge feature was extended to maximum duration in order to avoid inappropriate shock. The patient will be monitored closely, and no additional adverse patient effects were reported. This device and electrode remain in-service.